Manufacturer narrative:
Manufacturing site evaluation: waiting for product return.

Event description:
Acdf revision due to adjacent level disease; no issue with implants in place since 2003. Surgeon started using the fj845r to remove the screws when the distal tip broke in a screw. Surgeon removed the broken tip from the screw. It was discarded. Surgeon began using the fj896r; removed one screw successfully. Began working on the third screw by threading the instrument to remove the locking pin. The tip of fj896r broke off in the screw. The tip was discarded. The fj848r (lot 51983260) was being used with the fj896r. The fj848r functioned as intended until it could no longer be used with the fj896r. Device fj847r (lot 51934545) was used with the fj896r. Device fj847r (lot 51934545) was used for screw removal. Device was used to remove one screw; broke during second screw removal. Facility scrub technician discarded the device. Two of the six screws from the original construct were removed. The balance of the screws were left in place. Surgeon used stand alone device to address the adjacent level. Surgeon irrigated with antibiotic solution; three or four additional images were taken with c-arm to assist with angulations of the stand alone screws. Surgeon was satisfied with ultimate placement of construct. No injury. Delay or surgery 30-40 minutes. Multiple devices broke during one procedure. Medwatch report files on each device. See manufacturer report numbers: 3005673311-2014-00073 and 00074.